Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was electrically shocked throughout the body when they unplugged an appliance on (B)(6) 2019. Reportedly, following the shock, the patient's right arm is numb and their face is starting to hurt. The patient's scs system targets the facial area. The patient's ipg is no longer able to connect to external devices. As a result, surgical intervention is expected to resolve the issue.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. Therapy was restored following the procedure.